Event description:
On 05/10/2016 (B)(4) was notified that a troponin result from a (B)(4) aia-360 did not correlate with results from another facility. One patient specimen gave a result of 2.55 ng/ml and repeated with the same result. Another specimen was tested that was also > 2.0 ng/ml. Patient was again repeated and results were 2.56 ng/ml, 2.35 ng/ml, and 2.00 ng/ml. Patient was admitted to the hospital. A second patient specimen was tested with a result of 0.54 ng/ml. Specimen sent to another facility for testing and the result was 0.24 ng/ml. Another patient specimen was tested and was >2.0 ng/ml. (B)(4) recommended doing a decontamination of the aia-360 on (B)(6) 2016 after decontamination the controls were all acceptable, a patient specimen was run twice with good reproducibility. No further action required. Root cause: aia-360 was contaminated.